Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a normal follow-up appointment it was discovered this right atrial (ra) lead was dislodged. The lead had normal impedance measurements but no capture. The patient was asymptomatic. Surgical intervention was performed and the lead was successfully repositioned. No additional adverse patient effects were noted.